Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the device explant and leads being left in was the lack of efficacy. The rep was notified at the time of the explant. The start of the lack of efficacy was unknown. The device will not be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID neu_unknown_lead, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient had their device taken out but they did not take out the lead wires. The patient stated she needs an MRI but they cannot perform one because of the leads placed in the back. The patient was redirected to their healthcare provider. The patient has chronic back pain and needs a surgery performed. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device had been explanted and the leads were left in the patient. No patient symptoms or further complications were reported as a result of this event.